Event description:
On (B)(6) 2008, the pt underwent the surgery with the t2 humeral nail (7mm diameter). Afterwards, the surgeon found through the x-ray that fracture part was non union. Therefore, the surgeon removed the nail and the pt underwent the revision surgery by the t2 humeral nail (9 mm diameter) on (B)(6) 2011.

Manufacturer narrative:
Device is not available for eval. This device is not cleared for sale in the us, but a similar device is. Once the investigation has been completed any add'l info will be reported in a supplemental report.